Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope. Upon device interrogation it was noted that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead during the blanking period, following premature ventricular contractions (pvc). The ra lead remains in use. No patient complications have been reported as a result of this event.